Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During inspection, white foreign materials in instrument channel were noted. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 plus, using peracetic acid. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The channel of the device was disposed, so the details of the white foreign materials could not be investigated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc assumed that the white foreign materials was the chemical used in the procedure. White foreign materials may have remained on the channel due to the buckling of the channel. If additional information becomes available, this report will be supplemented.